Manufacturer narrative:
Product event #700647168: testing performed: (for the yes/no questions please delete the answer that is not applicable, leaving the answer that pertains to the questions asked) complaint device details: (must be filled out per device returned) obtain information from the returned device device: aquamantys® 6.0 - bipolar sealer product code (sku): unknown serial / lot number: unknown, expiration date: unknown quantity returned: 1 any discrepancies identified between device info obtained from returned product and device info populated in product line items section in gch: yes if yes, describe: the device information was obtained from gch as listed below since no original packaging was included with the returned device; therefore it is not possible to confirm the device that was sent back as the reported complaint device. Product code (sku): 23-112-1 serial / lot number: (B)(4), expiration date: 2019-03-18. Visual inspection (packaging): shipping container: yes packaging to fill negative space: describe: bubble wrap used to fill the negative space. Device safety packaging: yes additional paperwork included: yes, if yes, describe: rga information sheet visual inspection (product): (must be filled out for each device returned) evidence of use: yes if yes, describe: saline in drip chamber and saline tubing. Right electrode received removed from the device in a separate biohazard bag. Right electrode is occluded and covered with tissue and eschar build-up shaft is melted at the distal location of the original connection point to the electrode. Evidence of damage: yes if yes, describe: right electrode received removed from the device in a separate biohazard bag. Shaft is melted at the distal location of the original connection point to the electrode. Button tactile feel: yes visual signs related complaint description: yes if yes, describe: right electrode received removed from the device in a separate biohazard bag. Functional inspection: (if inspection performed, must be filled out for each device tested) continuity testing: the device was tested for continuity per 31-10-1333 rev. X ¿ electrical requirements - section 4.26 ¿ the device must have electrical continuity: of <(><<)>(><(><<)><(><<)>)> 3 ohms resistance per circuit, each probe individual electrode to appropriate plug end. Button circuit must have continuity with a resistance of less than 3.0 ohms when depressed with 350 grams (f). Note that the force to achieve button circuit continuity was not monitored and performed with finger pressure. Left electrode = 1.8 ¿ - results passed are within the product specifications right electrode lead = 0.8 ¿- results passed are within the product specifications button circuit = 1.2 ¿ - results passed are within the product specifications saline flow testing: fluid joints: the device must pass saline flow test in aquamantys pump generator at 100w. Isolate electrodes for saline collection. Total flow rate of 9.6 - 16 cc/min (12.8 nominal) and 60% - 40% maximum split. Due to the amount of damage the device suffered and since the electrode has been removed from the device connection point it is not possible to isolate the electrodes for saline collection. Therefore the collection of saline will be obtained from both electrodes simultaneously. Total volume from both electrodes = 12.0 cc/min. ¿ results passed and met the product specifications for total flow. Further functional inspection and product specifications could not be challenged on the complaint device due to the removal of the device right electrode. As part of complaint investigation 2012-0343 shaft assemblies with multiple performance conditions were utilized simulated use testing in order to determine a potential cause of the failure. As referenced in the conclusion section of this complaint the testing demonstrated that intermittent continuity was required to degrade the electrode connection integrity. The following warnings and precautions are available to the customer as outlined in the aquamantys® 6.0 <(><<)>(><(>&<)><(><<)>)> 2.3 ¿ bipolar sealer ¿ IFU ¿ 70-10-1414 rev. E. Ensure that both electrodes are in contact with the tissue to be treated. Activation and saline flow occur simultaneously. Ensure that saline is flowing at the time of activation. Activating device with tips pointing straight upward may result in inadequate saline flow to surface intended for treatment. If saline flow stops during the electrosurgical procedure, stop using the device and attempt to resume saline flow. Ensure that the pump tubing segment has been loaded properly into the pump head located on the generator and that the saline bag is not empty. If unable to resume saline flow, discontinue use and obtain a new device and return the used device to medtronic advanced energy llc. This device is not intended to be bent or used as a pry, or any other use not cleared by the FDA. Bending or using the device as a pry could cause part breakage. Use suction to avoid activating the device in a pool of saline. Activating in pooled saline may reduce the hemostatic effectiveness of the device. Use suction to minimize the potential for activation of the device in a pool of blood. Activating in a pool of blood may limit the hemostatic effectiveness of the device or increase the risk of an electrode becoming clogged by coagulated blood. The tip of the suction wand should not touch the electrodes, since this might interfere with the proper function of the device. However, the tip of the suction wand can be as close as 1 ¿ 2 mm from the electrodes when the device is activated. Consult the operating and user manuals for light sources, other electrosurgical units, and other ancillary devices for operating ins tructions, warnings, and cautions prior to their use in the same surgical field as medtronic¿s device. Before using the device, confirm the following: the cable from the device is connected to the aquamantys pump generator. All electrical connections are tight, clean, and dry. All fluid connections are secure. The generator is set at the desired power level. The saline delivery tubing and device have been fully primed with sterile saline (0.9% nacl) solution. Do not continuously activate the aquamantys system for extended periods of time. Extended activation could potentially overheat the pump generator and increase the risk of device malfunction or fire hazard. The following warnings and precautions are available to the customer as outlined in the aquamantys® pump generator user guide ¿ 70-10-1358 rev. E. Priming is required to avoid rf power activation without saline. The aquamantys disposable bipolar device is primed when saline drips from both electrodes of the device. Failure to prime the device may result in rf power activation without saline. Activation without saline may result in charring or damage to the electrodes of the device leading to a decrease in the hemostatic effectiveness of the device. Always use the lowest rf power setting to achieve the desired surgical effect. Pediatric applications and/or procedures performed on small anatomic structures may require reduced power settings. The higher the power and the longer the power is applied, the greater the possibility of unintended thermal damage to tissue. Use the lowest setting possible to achieve the desired tissue effect to avoid overtreatment, which could result in swelling, fluid, seroma or unintended tissue necrosis. It appears that the device was subjected to unreasonable misuse. Inspect each device and cord for breaks, cracks, nicks, or other damage before every use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team. Lhr review: [lot# (of returned product or what is populated as the lot# in gch), any deviations, failures, scrap, etc. Pertaining to complaint description] a review of the lhr for the aquamantys® 6.0 ¿ lot # phc194c0 - revealed that there were no problems during manufacturing that can be associated with the reported complaint. Investigation conclusion: (complaint confirmed/not confirmed, summary of findings, likely cause of failure, potential cause of reported complaint, recommendations) the complaint is confirmed and found to be within product specifications for the reported issue ¿tips detached". The electrode was clearly removed from the device during the surgical procedure. Since the conditions required to cause this failure are beyond reasonable misuse of the device and the device met all performance specifications that could be measured, the device is confirmed as working within specification. Per a similar investigation, as referenced in complaint investigation 2012-0343, evidence suggests that a loss in continuity can increase the likelihood of this condition. Continuity is inspected for at 100% in-line testing at the component and device level, in-process sampling at the component and device level, and final inspection sampling at the component and device level. Intermittent continuity can occur such that a device can pass a continuity test, but consequently fail a re-test for continuity. This complaint will be tracked and trended in gch. Referenced documents: (list document number, title, and revision for all documents utilized to perform complaint investigation) 42-10-1020 rev. B ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1333 rev. X ¿ product specification <(><<)>(><(>&<)><(><<)>)> quality plan ¿ aquamantys® 6.0 70-10-1414 rev. E ¿ aquamantys® 6.0 and 2.3 ¿ bipolar sealer ¿ IFU 61-10-0199 rev. H ¿ device saline flow and leak testing procedure 61-10-0017 rev. H ¿ device button tactile test procedure 61-10-0007 rev. L ¿ device resistance testing procedure 70-10-1358 rev. E ¿ aquamantys® pump generator ¿ user guide 2012-0343 - complaint investigation - reference document test equipment utilized: (please delete the equipment not utilized during the complaint investigation, leaving a listing of the equipment utilized to perform the investigation) eqp # eqp - name - manufacturer 221 control company - digital timer 681 extech - digital multimeter 6507 aqm 1 - generator 7069 50ml - graduated cylinder - fisherbrand device.

Event description:
Spine procedure (during surgery), the metal electrodes of the device detached during use. Another hand piece was utilized to complete the case. Case was successful with no injury to patient. Customer does not have any additional information or an additional contact to follow up with. 0-15 minutes of surgical delay.